Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2003 the patient underwent surgery in which rhbmp-2/acs and an lt cage was implanted.

Manufacturer narrative:
Review of radiographic images found as follows: (B)(6) 2011 lumbar x-rays c-arm view of ls junction. This shows gelpi retractors in place posteriorly. Ball tip probes appear within the canal behind l4 and l5. There is an lt lordotic cage at l5/s1 placed from anterior without other fixation. On (B)(6) 2013 lumbar fluoroscopy c-arm view of ls junction. This shows gelpi retractors in place posteriorly. Ball tip probes again appear within the canal behind l3 and l5/s1. There is an lt lordotic cage at l5/s1 placed from anterior without other fixation. On (B)(6) 2013 chest x-ray portable film shows poor inspiration possible fluid collections in both bases. Some fluid in middle fissure on the right. Mild left ventricular enlargement is suspected. Bony anatomy is normal. On (B)(6) 2008 lumbar MRI sagittal and axial t1 and t2 images are viewed. Previously reported lt cages at l5 are seen and are in good position. Artifact precludes accurate visualization. Borderline stenosis is seen at l4. Posterior soft tissue disruption from previous surgery is noted in and about l5. Erosive changes are also seen within the l4/5 facet joints more pronounced on the left. Borderline stenosis is seen at l4 with slightly more foraminal narrowing on the right. On (B)(6) 2011 cervical MRI sagittal and axial t1 and t2 images reviewed. Advanced disc arthritis with desiccation and collapse is noted reversing the lordosis from c5 to c7. No cord compression or narrowing of the canal is appreciated. No significant stenosis or cord compression is verified on axial views. On (B)(6) 2011 lumbar MRI sagittal and axial t1 and t2 images are viewed. Previously reported lt cages at l5 are seen and are in good position. Artifact precludes accurate visualization. Borderline stenosis previously seen at l4 has progressed and is now moderate. Erosive changes are also seen within the l4/5 facet joints more pronounced on the left. Hemangioma is seen just ventral to the let pedicle of l2. On (B)(6) 2013 lumbar MRI sagittal and axial t1 and t2 images are viewed. Previously reported lt cages at l5 are seen and are in good position. Artifact precludes accurate visualization. Borderline stenosis previously seen at l4 has been surgically addressed with laminectomy and is now free. Hemangioma is seen just ventral to the let pedicle of l2.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.